Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s sensor failed. The patient then did a bg meter reading which was 435 mg/dl. Due to the patient¿s cgm failing, the patient stated that she as unable to manage her bg level and was ¿going into dka¿. Despite stating she was ¿going into dka¿, the patient also reported being asymptomatic. The patient was wearing an omnipod insulin pump. The patient¿s husband brought the patient to the emergency room (ER) for evaluation. At the emergency room, the patient¿s bg meter reading was done but could not be recalled. No other event details were provided, including any medication or treatment details. The patient was still in the emergency room at the time of report. Attempts to reach the patient for further event details were unsuccessful. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.